Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The pmsc was installed on in-house system and failed with error 48200 and displayed no board ID.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the personality module surgeon console (pmsc) board to resolve the issue. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the left eye of the surgeon side console (ssc) 2 was unable to work. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and noted error 48200 pointing to an issue on the personality module surgeon console (pmsc). The customer used ssc 1 to proceed with the procedure since they were unable to troubleshoot. The procedure was completed after switching to ssc 1. There was no report of patient injury.